Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redn2577 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "PICC was placed and had a kink in the line. X-ray of right humerus where PICC was placed." 9/25/2019: additional information rec'd: "pt had a provena 4 fr dl placed by ivt. Lot number redn2577 called to access occluded PICC 2 days in a row. Had a xray of right humerus where PICC was placed and has a kink in the line. Pt will need a change over wire."